Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. When they put the cassette in the cycler, the cartridge leaks inside the door. Pt was in treatment when the leak occurred. Rn reports no ill effects to pt and antibiotics were administered to pt as a precaution. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.